Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation coverage following a fall. The patient also experiences unintended stimulation in the abdomen and ribs. Images taken showed no anomalies. The patient was given a steroid shot. Follow up revealed the patient's scs system was explanted.